Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD), (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported the right ventricular (rv) and left ventricular (lv) leads demonstrated high thresholds. It was also reported the device battery depleted earlier than expected. The rv lead was capped and a new lead was implanted. The physician attempted to remove the lv lead, but it would not move; subsequently, the physician decided to leave the lv lead in place. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that the visual summary analysis of the lead indicated apparent explant damage.